Event description:
It was reported: pt indicated underinfusion and return of symptoms despite increased daily dose. A dye study revealed drug pooling outside spinal column. Upon revision, some catheter had sheared off and a replacement catheter was connected to the remaining pump segment. The sheared off catheter was unable to be retrieved. The pt recovered without sequelae. The pump contained baclofen with a daily dose of 50mcg/day and concentration of 333mc/ml. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).